Event description:
Gravida: 4, para: 3, 39.3 weeks of gestation. Patient admitted to labor and delivery for contractions at 5 cm and augmented with pitocin. Pitocin started at 0506am at 1 m/u, at 0508am pump noted to be dripping at a faster rate. Pitocin discontinued, md notified. Md at bedside at 0517am to review fetal tracing. Orders received for fluid bolus and to continue fetal monitoring. Pump was not sequestered and is not available for return.